Manufacturer narrative:
Report date: 15feb2019. Date received by manufacturer: 13feb2019. The customer stated that the issue was addressed by refurbishing the existing battery pack and replacing the power supply. The ventilator was returned to use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 23jan2019. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that during preventative maintenance the ventilator battery charging light emitting diode (led) was not working. There was no patient involvement. The event date was not specified; estimate used.